Event description:
It was reported that a farawave catheter and faradrive sheath was selected for use. It was reported that the patient had an adverse event and the event occurred post procedure when the patient was in the recovery room when, approximately one hour after the procedure, staff noticed a change in the patient condition and returned the patient to the lab for evaluation and blood drainage. A pericardiocentesis was performed. The reporter did not have additional information and was unaware of the patient condition at the time of reporting, as they had not yet spoken with the physician. The completed procedure was a pulsed field ablation (pfa) using the boston scientific farapulse system. The patient remained stable throughout the procedure and during transfer to recovery. While the physician was advancing the farapulse catheter into the right inferior pulmonary vein, the catheter and faradrive sheath appeared to fall into the right atrium. The catheter visualization was lost on the non boston scientific system, though its position was confirmed by x ray. The reporter was uncertain about the sheath position on x ray after it was reintroduced into the left atrium. Intracardiac ultrasound was not used at the end of the procedure to assess for effusion. The devices were discarded after the procedure and are not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.